Manufacturer narrative:
The customer reported that the transmitter was overheating. The bme was provided with an exchanged device and sent the failed unit in for evaluation. The unit was cleaned and evaluated and the reported problem could not be duplicated through testing, trouble shooting, or extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per the operator's manual. The unit operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter was overheating.